Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, troubleshooting by abbott field service, review of service history, a search for similar complaints, and a review of labeling. Return material was not available. The abbott field service representative (fsr) investigated on site. The fsr replaced parts and determined that the that the ict warming ring was the likely cause for the issue. Review of the instrument service history did not identify any other issues that may have contributed to the current event. Tracking and trending did not identify an adverse. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c8000 analyzer, list number 01g06, was identified.

Manufacturer narrative:
Local phone number: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed falsely elevated sodium results while using the architect c8000 analyzer. The customer indicated multiple specimens generated high initial results (between 158-169) which were within range upon retest (between 141-144). (Customer normal range is 136-145 mmol/l) one specific example provided: initial 169, retest 144 mmol/l. There was no adverse impact to patient management reported. No additional patient information was available.